Event description:
It was reported that the pt had an infection. The device remained implanted at the time of this report. A follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
.